Event description:
The customer reported her blood glucose reached 450 mg/dl and that the cannula had slipped out of the skin. The pod was worn for 12 hours.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.